Event description:
Clinical study. It was reported that 293 days post index procedure, the patient experienced in-stent restenosis and a subsequent target vessel reintervention (tvr). The index procedure treated a de novo lesion in the distal rca. The vessel was 2.8 mm wide 18 mm long and was 99% stenosed. There was mild tortuousity. The physician predilated the lesion prior to placing a 3 x 8mm taxus express2 stent and a 3 x 16 mm taxus express2 stent. There was a 2 mm overlap between the stents. The patient received an unspecified gpiib/iiia inhibitor along with aspirin, during the procedure. Residual stenosis was o% post procedure. The pt was discharged 2 days post index procedure on aspirin and plavix. On day 293, the pt experienced diffuse in-stent restenosis of the 3 x 8 mm taxus express2 stent in the diatal rca. The physician placed a guidant vision stent, along with cypher drug eluting stent. The pt was taking aspirin and plavix at the time of the event. The pt was discarded one day later, without complications.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 7352524 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. There are no similar complaints of this nature related to this batch number.